Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the wire sprung out of the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments distal pulleys had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentation and burr damage may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments bipolar pins were bent. The bottom pin was bent upward towards the top of the pin. The chassis feature that acted as a hardstop for the pins were not broken. Failure analysis concluded that the bent damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cable if to recur could cause or contribute to an adverse event.